Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap assisted distal gastrectomy procedure, the surgeon found that the tissue pad got chipped during use. When the abdominal cavity cleaning was performed at the end of the operation, the missing tissue pad was found and retrieved from the patient's body. Then the surgeon matched the piece and confirmed that there was no piece of the tissue pad inside the patient. Another device was used to complete the case. The abdominal cavity was closed after confirming no tissue pad was inside the patient. There were no adverse consequences to the patient.